Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a diagnostic cardiac catheterization procedure using a 6f sheath. Reportedly, slight resistance was felt when the lever was returned to its original position prior to device removal and the foot was thought to have closed; however, the prostyle device was difficult to remove, as the foot was noted to be partially open. The prostyle device was gently pulled against resistance and the device separated at the guide, the foot was still attached. Surgery was performed to retrieve the separated sheath. No vessel damage occurred. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The prostyle device was gently pulled against resistance and the device separated at the guide, the foot was still attached. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the removal attempt against resistance was circumstantial related to the difficulties experienced. Therefore, the IFU violation would not have directly contributed to the reported event. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with the suture or tissue contributed to the reported difficulty closing the foot such that contributed to the reported device entrapment. Manipulation of the device as a result of the inability to remove the device (device entrapment) likely contributed to the reported guide separation and the need for surgical removal of the separated portion. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.